Event description:
It was reported that the patient presented with loss of atrial capture and intermittent sensing. The atrial capture threshold had risen to greater than 10 v and the lead was pacing the ventricle. The lead was dislodged. The lead was removed and discarded. A new atrial lead was placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.